Event description:
A (B)(6), male, pt, called zoll customer support to report that some wires were exposed on his electrode belt. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable or wires exposed), has been confirmed. Upon investigation the trunk cable was pulled from the distribution node (dn) with wires exposed. This resulted in an intermittent connection between the cable and dn. Additionally the dn to ECG b and b cable and the ECG c and d cable were cut. The root cause of the damaged cables could not be positively identified but was likely excessive force and physical abuse. No adverse event resulted from the damaged electrode belt cables. The pt received a replacement electrode belt.